Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep tested the system operation on arrival and it was working fine. Two techs observed the boot up and operation as the ge rep looked at the system and saw it function normally. The customer was unsure if the problem was loss of image or lack of x-ray. They stated that the technique drove to max. The rep checked all connections on the ii tube, camera assembly, ht cables. He found no problems or loose connections. He also checked for loose grounds, but found none. He booted the system numerous times while flexing ht cable assembly and interconnect cables with no problems noted. He checked power in and line match then tried plugging it into different outlets and booting with follow up fluoro shots with no problems.

Event description:
The customer reported there was no fluoro. Also the screen turns black, and there was no image present.